Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.   Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. There are 2 non-sustained tachycardia episodes with v-v intervals less than 220 ms from (B)(4) to (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There are (B)(4) ventricular sensing integrity counters (sic) since last session 10 days ago. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. A lead failure predictor triggered on (B)(6) 2016 for ventricular sic and non-sustained tachycardia.

Event description:
It was reported that the patient presented to the emergency room due to a lead integrity alert (lia). The right ventricular (rv) lead triggered the alert due to noise and short interval counts. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.